Event description:
Report of alleged "unit does not cycle. Alarms low power on ac power. No pt harm." Testing by MFR found a motor stall, with audible low pressure alarm, due to transistors q2 and q6 or the motor board being out of spec. Replaced q2 and q6.